Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced and the boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system left monitor failed. No pt injury was reported.